Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The full lead was returned with a guidewire stuck in the lead. The guidewire is kink/buckled in the distal tipnose of the lead. Guidewire test could not be performed as a guidewire is stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire was unable to be removed and was jammed in the left ventricular (lv) lead. The lead was removed and replaced with a new. No patient complications have been reported as a result of this event.